Event description:
It was reported that the microintroducer sheath split at the proximal end of, unable to be inserted into the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 3.5 fr x 5 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the dilator was observed to be damaged, and the length of the dilator was observed to be curved slightly. A microscopic observation revealed one side of the distal tip of the dilator was flared outward and plastically deformed with whitening of the dilator material at the edges of the damaged section. A very small split was observed on the edge of the distal tip of the introducer sheath. While the root cause of the damage observed on the microintroducer is unknown, possible causes include insertion technique, angle of insertion/retraction of guidewire, and damage during handling or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the microintroducer sheath split at the proximal end of, unable to be inserted into the body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3312 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the catheter and luer ruptured. No other information was provided.